Event description:
Customer reports that he obtained a result of 595mg/dl on the device and within 7 minutes obtained a result of 196mg/dl on the hospital's device. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.